Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient was female. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for with decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping in the right ventricular outflow tract (rvot) the geometry could not be generated (acl matrix could not be built). There was no error message. It was also reported that pacing could not be performed through the carto 3 system. The issue was resolved by replacing the decanav electrophysiology catheter with another one. Later during mapping in the right ventricular outflow tract (rvot) with the second decanav electrophysiology catheter, the patient¿s blood pressure dropped and tamponade was diagnosed. Pericardiocentesis was performed and the patient¿s condition improved. It seemed that tamponade occurred in the right heart system judging from the color of the drained blood. The physician commented that there was no causal relationship between this adverse event and the biosense webster products. The customer¿s reported issues of not being able to map, create acl or pace with the fist decanav electrophysiology catheter are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. This event in MDR reportable for the adverse event of cardiac tamponade.